Event description:
Allegedly, revisions were reported by the registry. Left knee. Unicondylar knee replacement. Oa lat compartment and pf compartment (patello-femoral osteoarthritis).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00298. This event occurred in foreign country.